Manufacturer narrative:
Initial MDR, if a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Event details: manufacturing defect infusion solution not flowing, syringe resistance too high. No patient/user was injured. Response received on 10-dec-2025. Customer used the syringes with a pump. Apparently, the pumps also returned an error message, stating that the resistance of the syringes is too high.

Manufacturer narrative:
Investigation results: there was an absence of photographic documentation or physical samples submitted for the investigation concerning the reported issue. A thorough review of the history associated with syringe 50ml ll lot 2506006 was performed, revealing no deviations or non-conformities linked to the alleged defect. Six retained samples were analyzed further, and visual inspections indicated that none of the reported defects could be replicated. The plunger operates smoothly by hand, indicating that the silicone is appropriately distributed. To evaluate plunger movement and performance of the syringe, two test are performed. Break out force and sustaining force test were performed to evaluate the movement of the plunger as well as silicone content quantification for each of the samples. The results obtained are within the specification. The product is subjected to inspections at multiple stages throughout the manufacturing process to guarantee its quality and functionality. Given the current information, we are unable to pinpoint a root cause associated with the manufacturing process.

Event description:
No additional information.